Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2006, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a CT was done on (B)(6) 2011 and it showed there was aneurysm sac enlargement of at least 5mm. Also discovered was a type ii endoleak originating from retrograde flow of multiple collateral vessels. In addition, a distal type I endoleak was reported from the right common iliac. A reintervention was done on (B)(6) 2011 to resolve the type I endoleak. Two gore excluder aaa endoprostheses was implanted, a contralateral leg component pxc201000 and an aortic extender component pxa280300. The type I endoleak was resolved. The physician decided not to treat the type ii endoleak at this time. The patient tolerated the procedure.